Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 jaws stopped cutting and cauterizing after a few minutes. They performed some basic troubleshooting and waited for the product to cool down however; the device failed to cut and cauterize and the issue persisted. No resistance was noted. The jaws were not open during the insertion of the tool. A new device was opened and worked without issue. There was no delay in the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device discarded.

Manufacturer narrative:
Trackwise#:(B)(4). The lot # 3000281269 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.